Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was intermittent inability to communicate with implanted devices. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head was not able to interrogate and failed uplink functional tests. The rf head cable found out of electrical specification. Analysis also found the rf head upper case was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.